Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tip installed on patient side manipulator (psm) 3 would not fully close. The caller stated when the customer swapped the instrument to another psm, it worked normally, but other instruments installed on psm 3, the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site completed the procedure successfully with psm 3.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse reviewed the system logs and found no related critical errors on patient side manipulator (psm) 3. The fse tested psm 3 with his instrument arm drape sterile adapter without any issue. The fse measured and adjusted the cable tension of psm 3 to the normal range value. The fse also performed the sine cycle and friction test, and the test results were normal. The system was tested and verified as ready for use. The procedure log information cannot be verified at this time due to insufficient procedure information. The system logs were reviewed/analyzed as part of the fse's investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip of any instrument installed on patient side manipulator (psm) 3 would not fully close. The intuitive surgical, inc. Field service engineer (fse) adjusted the cable tension of psm 3 to the normal range value. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.